Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak, and if were to reoccur in the anatomy, has the potential to cause or contribute to patient injury. It was reported that during preparation of the clip delivery system, as soon as the flush was started on the back end of the device, leaking was seen at the lock and gripper levers while filling the dc handle chamber. The flush was turned off and the leaking stopped. The flush was turned on again to check the device. The leaking was only present at the lock and gripper levers. The device was not used and was replaced. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis, which confirmed fluid was leaking at the base of the lock lever shaft, caused by a torn seal inside the delivery catheter handle. A review of the lot history record revealed no manufacturing nonconformities associated with this lot. Further, a review of the complaint handling database found no similar incidents from this lot. Abbott conducted root cause analysis and found the occurrence to be potentially related to a manufacturing issue. Further assessment of this issue per site operating procedures was performed. It was determined that this failure mode has a low rate of occurrence and falls within the rate predicted in the products risk assessment. The incident is isolated and the performance of these devices will continue to be monitored.